Manufacturer narrative:
Date sent 07/09/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips will not hold after placing. A similar device was used to complete the case. There was no pt consequence.